Manufacturer narrative:
Concomitant medical products: product ID :8782, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 13-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving an unknown drug (unknown dose and concentration) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 the patient reported a spinal headache status post catheter revision surgery on (B)(6) 2021.  Zofran was prescribed/administered on (B)(6) 2021. The outcome was noted as ongoing.  The clinical diagnosis was spinal headache.   The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related.  The event was noted as related to surgery/anesthesia.  The event date was (B)(6) 2021.   Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2022 it was noted the patient was not feeling any better, spinal headaches were an ongoing problem, and the patient will be following up with the spinal surgeon. On (B)(6) 2022 psr update (hcp, sdy): additional information was received from the healthcare provider via a clinical study indicated that a blood patch was performed. The patient reported that their headaches had improved.

Manufacturer narrative:
The previous report had the incorrect aware date. Continuation of d10: product ID 8782 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.